Event description:
The hcp reported the pt was experiencing a painful pocket and a decrease in pain relief. It was also reported there was a low battery alarm occurring. A culture was done - the source and results were not reported. The pup and catheter were replaced due to an infection. The hcp was questioning a catheter leak or occlusion also. A follow up report will be sent when additional information is received.